Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values five days after the sensor was inserted in the arm. On the same day, the patient´s husband arrived home early in the morning at 2am and found the patient unresponsive sitting in a chair. He called an ambulance. When the paramedics arrived, they took a blood glucose which was 1.9 mmol/l and the cgm reading was 14.5 mmol/l. The paramedics treated the patient with glucagon injection. The patient regained consciousness and disconnected the tandem insulin pump from her body and remained using only insulin pen for treatment. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.